Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, pap smear abnormal, nausea, vomiting, diarrhea, myalgia, myositis, sinusitis, fever, rhinitis, sinus pressure, cough, nasal congestion, skin rash, fever and multigravida. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("hormonal changes describe: mood swings"), dysgeusia ("allergic or hypersensitivity reaction type:metallic taste in mouth"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems - depression"), anxiety ("psy"), haemolytic anaemia ("autoimmune disorder type of disorder: hemolytic anemia"), migraine ("migraines/ headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, dysgeusia, urinary tract infection, depression, anxiety, haemolytic anaemia, migraine, tooth disorder, dysmenorrhoea, allergy to metals, alopecia and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, depression, dysgeusia, dysmenorrhoea, haemolytic anaemia, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in insertion date- (B)(6) 2014. Essure devices inserted into bilateral fallopian tubes. 2 rings on r, 4 rings l. Pt tolerated the procedure well. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: new pfs and mr received- new events added:reaction type: metallic taste in mouth, infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: depression, anxiety, autoimmune disorder type of disorder: hemolytic anemia, migraines /headaches, dental problems, dysmenorrhea (cramping), nickel allergy, pain, hair loss, weight gain. Lot number and new reporters were added. Concomitant and historical conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, pap smear abnormal, nausea, vomiting, diarrhea, myalgia, myositis, sinusitis, fever, rhinitis, sinus pressure, cough, nasal congestion, skin rash, fever and multigravida. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("hormonal changes describe: mood swings"), dysgeusia ("allergic or hypersensitivity reaction type:metallic taste in mouth"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems - depression"), anxiety ("psy"), autoimmune haemolytic anaemia ("autoimmune disorder type of disorder: hemolytic anemia"), migraine ("migraines/ headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, dysgeusia, urinary tract infection, depression, anxiety, autoimmune haemolytic anaemia, migraine, tooth disorder, dysmenorrhoea, allergy to metals, alopecia and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, autoimmune haemolytic anaemia, depression, dysgeusia, dysmenorrhoea, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in insertion date: (B)(6) 2014. Essure devices inserted into bilateral fallopian tubes. 2 rings on r, 4 rings l. Pt tolerated the procedure well. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.